Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided imagery revealed calcification was present in the annulus. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was unable to be confirmed. The available information suggests patient factors (calcification) likely contributed to the event as the imagery provided revealed calcification in the annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve via the carotid approach, during valve deployment, the valve was noted to be too deep, and it was advised to pull up more aortic as the valve was being deployed. The inflation was started, and the valve was pulled up. As the valve was pulled up, the 14fr esheath+ had advanced forward. When the valve was fully deployed and the commander delivery system balloon was being hold up for 3 seconds, the balloon was observed to have burst. The burst occurred at the end when the balloon was fully expanded. A post-dilation of the valve was not performed. A transesophageal echocardiogram (tee) was performed which showed there was no leak and there was a minimal invasive gradient. The delivery system was able to be withdrawn back into the esheath+ and an angiogram performed showed no injury to the carotid vessel. Subsequently, additional information was received revealing there was mild calcium at the annulus and bulky calcium on the leaflets.